Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed with the field service engineer that the issue was resolved by replacing the smart remote manager latch and no further investigation was required. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door failed to open. Customer stated that there was a recurring issue with the refrigerator door not unlocking, and recovery was unsuccessful after multiple attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.